Event description:
On (B)(4) 2015, physician injected pt with 1.5cc of radiesse (mesotechnique) for the correction of wrinkles. The radiesse syringe was mixed with 6 ml sodium chloride to the low neck zone, neck, chin area. Prior to injection, the physician applied emla cream (lidocaine and prilocaine). One hour post injection, the pt developed edema of the lower third part of the face, neck, and lower lip, and reddening of the injection sites. She experienced "dermahemia, petechia" to the neck, low neck, and chin area, and local hyperthermia to the face. The edema increased steadily.

Manufacturer narrative:
Six hours post injection, the pt went to visit the physician at the hosp. The physician considered the event life threatening. The pt was injected with: diprospan 2.0mg, calcium gluconate 10.0 ml, prednisolone 75 mg, and tavegil 2 ml. Systemic antibiotics were not prescribed. The pt was not admitted to the hosp. The patient's symptoms are resolving. The device history records for the reported lot were reviewed. No non-conformances were discovered that would have contributed to this event.